Event description:
It was reported that a remote transmission for an asymptomatic patient revealed post-sensed t-wave oversensing on the ventricular channel. Low r-waves were also observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.